Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood glucose results. Expected fasting blood glucose test result range is 105 to 150 mg/dl. Customer feels well and observed no symptoms. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Comparing blood glucose test results from truetrack meter to doctor's meter. Back to back blood test fasting produced test results of 229 mg/dl using truetrack meter and 147 mg/dl using doctor's meter. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 111 mg/dl and 110 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 07/21/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.

Event description:
Customer complaint of high blood glucose results. Expected fasting blood glucose test result range is 105 to 150 mg/dl. Customer feels well and observed no symptoms. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Comparing blood glucose test results from truetrack meter to doctor's meter. Back to back blood test fasting produced test results of 229 mg/dl using truetrack meter and 147 mg/dl using doctor's meter. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 111 mg/dl and 110 mg/dl. Verified storage of product is within instructed spec. Test strip lot MFR's expiration date is (B)(6) 2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 134mg/dl (B)(6) 2015 03:25pm; 198mg/dl (B)(6) 2015 09:47pm; 182mg/dl (B)(6) 2015 03:54pm; 182mg/dl (B)(6) 2015 09:25am; 195mg/dl (B)(6) 2015 07:53pm. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product under eval.